Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: you should perform a control solution test when: you suspect that the built-in bg meter or test strips are not working properly. You think your bg readings are not accurate or are not consistent with how you feel. You drop or damage your pdm or expose it to liquids. Your healthcare provider advises you to do so. When you perform a control solution test, if the reading is within the control solution acceptable range, the built-in bg meter is working properly. With the built-in bg meter, checking your blood glucose requires a very small sample size, 0.3 microliters of blood. Checking your blood glucose chapter 4 / page 43: warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, these situations can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Consult your healthcare provider for how to treat high and low blood glucose levels. Living with diabetes chapter 11 / page 116: warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all time. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline; do not use rechargeable batteries), a vial of rapid-acting u-100 insulin (see the introduction for insulins approved for use in the omnipod® system), syringes or pens for injecting insulin, blood glucose test strips, additional blood glucose meter, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, a signed letter from your healthcare provider explaining you need to carry insulin supplies and omnipod® system equipment, phone numbers for your healthcare provider and/or physician in case of an emergency, glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 119).

Event description:
It was reported that the emergency room doctor called in to acquire settings from personal device manager (pdm), as there was damage to the screen. Unknown patient would be administered insulin via multiple dose injection therapy while at the hospital. Duration of stay and additional information is not available.